Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25017428 was performed.the search showed that a total of (B)(4) units in 1 lot number was built on 31jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatim infusion specific location where incident occurred: infusion room incident description: I was giving a darzalex faspro shot and about 1/4 way into it started leaking a couple drops of meds at the connection of teximm and needle lot number 25035343 exp 03-12-28. I disconnected it from syringe and needle. I then reattached syringe and needle and finished shot without leakage. I cleaned area where drops on skin of patient with soap and water

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.